Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure the right ventricular lead exhibited loss of capture and loss of sensing in bipolar configurations at multiple sites. The lead could not be repositioned due to difficulty in extending the helix. The lead was not used and a new lead was implanted. The patient's condition was fine post procedure.